Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with topical antibiotics (specific date and duration not reported); however, the issue did not resolved. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.